Manufacturer narrative:
No product was returned for evaluation; therefore, the complaint could not be investigated. Device was not returned to manufacturer.

Event description:
Reporter stated the display of the blood glucose monitor is defective and this could cause misinterpretation of the results. The blood glucose monitor was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.